Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative and a patient. The patient was receiving morphine and dilaudid via implanted infusion pump. It was reported that, on (B)(6) 2020, the patient had an MRI unrelated to the pump. The patient forgot to go back to the hcp to "turn [the pump] back [on]". Four to five days later, the patient started feeling dizzy. On (B)(6) 2020, the patient went to the hcp for a refill and was told that the pump was not working and that the patient had waited too long to have the pump turned back on. The patient stated that the pump was not alarming as of (B)(6) 2020, but the hcp reported that a motor stall had occurred and had been stalled for 189 hours. Surgical intervention was planned, and the patient had an appointment with a surgeon on (B)(6) 2020.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative and healthcare provider (hcp). The rep reported the patient's surgery had not been scheduled. The rep stated the pump would be returned when removed. Additional information was then received from the hcp via the rep on 2020-feb-14. The rep stated they were about to enter the replacement case. It was reviewed the pump had stalled post-MRI. The patient's pump was not checked after the MRI and the patient thought the pump was still stalled. The logs were read, and it was indicated the pump stalled on (B)(6) 2020 at 3:43 pm following the MRI and a "stopped pump period may exceed tube set" message occurred on (B)(6) 2020 at 3:43 pm. A motor stall recovery occurred in the logs on (B)(6) 2020 at 1:41pm. It was noted this was the date of the initial interrogation post MRI at the clinic. It was reviewed the pump had been in telemetry state following the MRI. Therefore, the hcp cancelled the replacement scheduled for (B)(6) 2020. It was reported that since the hcp had planned on replacing the pump the pump reached the low reservoir alarm and 1.1 ml of drug was noted upon interrogation. The facility did not have the drug to refill the patient's pump, so the patient was going to go to the clinic to have the pump titrated down over the weekend to prevent the pump from going empty. The patient was given oral medication to last the patient until (B)(6) 2020 when the hcp planned to have the drug at the clinic to refill the pump. The hcp planned to bring the patient back to their original dose at that time once the pump is refilled. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the patient was in the clinic on (B)(6) 2020 and showed up with withdrawal symptoms. It was not confirmed if the healthcare provider (hcp) was doing an MRI to investigate any catheter issues/issues with therapy that could come with withdrawal symptoms. It was noted that the physician assistant (pa) on (B)(6) 2020 took the drug out of the pump and filled the pump with pfns and provided the patient with oral medications. Morphine was prescribed for his withdrawal. The rep did not know how much of the drug was taken out on (B)(6) 2020 to check actual versus expected volumes. The rep emailed telemetries from (B)(6) 2020 (which did not have logs) and telemetry from (B)(6) 2020. The rep planned to follow up with the pa for those actual and expected residual values. The session report from (B)(6) 2020 showed the pump was delivering "hydromorphine" 10 mg/ml at 4.202 mg/day and clonidine 0.5 mg/ml at 0.21011 mg/day in simple continuous rate. The pump logs were also provided (session date (B)(6) 2020) showed a motor stall occurred on (B)(6) 2019 at 8:58 pm and recovered on the same day at 9:44 pm. Another motor stall occurred on (B)(6) 2019 at 11:50 am and recovered on the same day at 12:27 pm. The cause of these motor stalls and recoveries was not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep along with the hcp and the patient called back to technical services (ts) as a conference call for additional information related to MRI/telemetry state. The hcp complained that the session report from the a810 is "misleading" because if the pump was not actually stalled at the time it was interrogated, it should not confirm via the report that it was stalled and that the a810 software needs to be changed. Ts reviewed additional information per caller¿s inquires. There were no further complications reported/anticipated. The rep reported that today¿s visit ((B)(6) 2020) wasn¿t a refill, it was just an adjustment of daily dose, increased by 15%. So, they didn¿t check actual versus expected volume today. The patient does not currently have a refill appointment scheduled. When scheduled, the hcp said she would check, or let the rep know when it is so they can be there to check. It was added to her note from today to check actual versus expected at next refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the cause of the stalls and recoveries on (B)(6) were due to MRI. The patient¿s withdrawal was the ¿hcp feels it is because the pump did actually stop.¿ the volumes from (B)(6) 2020 were ¿not done but we will see this patient march 10 with hcp again and will check residual volumes with hcp then.¿ actions taken to resolve the patient¿s withdrawal symptoms included oral medications. Impact to the patient/user included ¿withdrawal for patient, needle stick emptying pump to patient, referred for pump replacement, pre-op labs and clearance for patient, lots of time and healthcare dollars spent.¿ the current status of the device was implanted.